Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image fogging and loose cable. The malfunction was observed during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "image fogging, looseness of cables" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: electrical contact is corroded, scope mount is corroded, free locking lever is corroded, and main body is scratched (lens). Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure and for the customer allegation is not found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.